Manufacturer narrative:
No patient information was provided in regards to age, sex, weight, ethnicity, and race. No information was provided of date of event, therefore the date was approximated. No injuries or medical intervention was reported. The product was not returned, however trend review for the serial number was conducted and there were no previous incidents of this kind.

Event description:
A complainant alleged that the elements free backfill was getting hot when it came in contact with the patients lip, it caused a blister. It was reported that the patients lip healed and no other injuries or medical intervention was required.

Manufacturer narrative:
No patient information was provided in regards to age, sex, weight, ethnicity, and race. No information was provided for date of event, therefore the date was approximated. It was reported that the patients lip healed and no other injuries or medical intervention was required. The product was not returned, however trend review for the serial number was conducted and there were no previous incidents of this kind.

Event description:
A complainant alleged that the elements free backfill was getting hot when it came in contact with the patients lip, it caused a blister.